Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. The fse removed the solenoid drive board to examine revision level and reseated drive manifold connector to solenoid board and retested leak and it passed to specifications and corrected leak failure. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a field action performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) failed the k6a, k6, k7, k8 leak test. There was no patient involvement and no adverse event was reported.